Event description:
During transport of a critically ill pt, the flight nurse and paramedic attempted to place the pt on the crossvent ventilator. The ventilator would not ventilate the pt as it would not deliver any pressure above 3 - 4 cmh20. Crew members immediately recognized the issue and removed the pt from the ventilator. They were unable to ventilate the pt with a bag valve device and the pt had no instability or deterioration. Upon completion of the transport, the staff took the same ventilator and same tubing and placed the device on a test lung to trouble shoot and had the same issue. The crew pulled the vent tubing off and replaced it with a new set of vent tubing and discovered the same inability to ventilate. A third and fourth set of vent tubing were tried and the ventilator worked perfectly with the third and fourth set of tubing. Upon further insp, the first and second sets of ventilator tubing came from the same lot number - lot #08122911. The third and fourth sets of vent tubing, which worked well, were from a different lot. We have pulled all ventilator tubing with the lot #08122911 and since the ventilator has worked without issue.